Event description:
Customer reports that a pt fell and hit her head while connected to an alaris system. The pt indicated that she attempted to steady herself by grasping the pca handle and the pca detached from the pc unit. Initially the pt was alert and oriented but 40 mins later she coded. A CT scan showed an intracranial bleed. Supportive care was withdrawn about 10 hours later and she expired that evening. Her platelet count prior to the event was only 2000 due to her illness and/or related treatment. Autopsy results were requested, but customer stated that it is unk if one was performed.

Manufacturer narrative:
(B)(4). Although requested, the device will not be returned for investigation. The customer indicates the device was not sequestered. Unable to determine the cause of the customer's complaint.